Event description:
Paramedics responded to a person, who had collapsed and was unconscious. The device was connected to the patient with disposable defibrillation/ect electrodes and used in AED mode. The device analyzed the pt's rhythm as shockable supraventricular tachycardia and the operator delivered a shock. The patient's rhythm was converted to asystole and the device alarmed "connected electrodes". While the pt was intubated and drugs administered, a back up defibrillator was immediately called for and connected to the pt. The patient's rhythm was diagnosed as a ventricular fibrillation vs. Pulseless electrical activity. An unknown number of shocks were delivered, but the pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the patient's death because of the availability and immediate use of the backup device and the non-viability of the pt.